Event description:
It was reported, the pt was not receiving effective stimulation on her right side. The sjm rep met with the pt and was unable to resolve the issue with reprogramming. X-rays were taken and showed the lead is very far left. The pt is also having new right side, hip and back pain. The physician plans to retrial the pt to obtain right sided coverage. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.